Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause could not be determined. The signals in the run data file are consistent with some possible clumping/aggregation during the collection that could have affected the separation of cells in the lrs chamber. Based on the available information, it cannot be ruled out that the clumping/aggregation and resulting leukoreduction failure could be donor related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the reported results.